Manufacturer narrative:
This is 2 out of 4 reports. Device is not available.

Event description:
The patient had an un-ruptured, wide-neck, basilar tip aneurysm, and the physician wanted to place two aneurysm bridging stents in a y-stenting configuration in order to perform coiling embolization. It was reported that when the physician attempted to track a microcatheter through the lumen of the implanted stent, the stent marker bands moved distally. In spite of the stent movement, the patient remained in stable condition. The physician attempted to advance a competitor microcatheter over the guidewire through the lumen of the stent encountering resistance. The physician could not confirm if the competitor microcatheter had advanced through the lumen of the implanted stent; therefore, a dyna CT was performed to confirm position of the competitor microcatheter. The physician was unsuccessful in confirming position of the competitor microcatheter; therefore, removed the microcatheter and proceeded to advance a competitor balloon catheter over the another guidewire(subject device). It was reported that during the process of advancement of the balloon and guidewire, the patient became very hypertensive. Contrast was injected revealing an extravasation coming from the basilar tip aneurysm area. The physician reversed the antiplatelet medication and coiled the aneurysm. In spite of the coil embolization, the extravasation continued. The physician ordered an external ventricular drain and the patient was transferred for a CT scan. It was later reported that the patient died. The physician¿s opinion of the patient¿s outcome of death in relationship to the devices was unknown. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage, aneurysm rupture and death are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient had an un-ruptured, wide-neck, basilar tip aneurysm, and the physician wanted to place two aneurysm bridging stents in a y-stenting configuration in order to perform coiling embolization. It was reported that when the physician attempted to track a microcatheter through the lumen of the implanted stent, the stent marker bands moved distally. In spite of the stent movement, the patient remained in stable condition. The physician attempted to advance a competitor microcatheter over the guidewire through the lumen of the stent encountering resistance. The physician could not confirm if the competitor microcatheter had advanced through the lumen of the implanted stent; therefore, a dyna CT was performed to confirm position of the competitor microcatheter. The physician was unsuccessful in confirming position of the competitor microcatheter; therefore, removed the microcatheter and proceeded to advance a competitor balloon catheter over the another guidewire (subject device). It was reported that during the process of advancement of the balloon and guidewire, the patient became very hypertensive. Contrast was injected revealing an extravasation coming from the basilar tip aneurysm area. The physician reversed the antiplatelet medication and coiled the aneurysm. In spite of the coil embolization, the extravasation continued. The physician ordered an external ventricular drain and the patient was transferred for a CT scan. It was later reported that the patient died. The physician¿s opinion of the patient¿s outcome of death in relationship to the devices was unknown. No further information is available.